Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product - femoral component high flex precoat for cemented use only right medial/left lateral catalog# 00584201602 lot# 63598998. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted

Event description:
It was reported the tibial component fractured during implantation, therefore it was removed and the surgeon implanted another tibial component. No additional patient consequence was reported. There is no additional information at this time.